Event description:
It was reported that the insulin pump alarmed motor error during the infusion set change part of the prime process. The blood glucose reading was 6.5 mmol/l. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to motor oil on motor home switch noted. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window.